Manufacturer narrative:
The two spectra malleable cylinders were visually inspected and functionally tested. Both performed within specifications. Visual inspection found nothing notable.

Event description:
It was reported that a spectra penile prosthesis (spp) was replaced due to pain. It was also reported that there was dislocation of the two cylinders and urethral obstruction. There were no further patient complications reported as a result of this event